Manufacturer narrative:
It has now been reported that the device has been explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device. This report is submitted on april 12, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the electrode array, fully out of the cochlea.